Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that the miniloc safety infusion set 20g x 0.75 in was leaking at the needle. No other information was provided. Response received 12 sep 2023 did not involve an urgent/life threatening medical situation. Treatment was not delayed but the patient had to be re-accessed with another needle. No signs, symptoms, and/or complications the patient experienced. The port was being accessed for chemo infusion. No patient harm, injury, or negative outcome that has not already been discussed.

Event description:
It was reported by customer that the miniloc safety infusion set 20g x 0.75 in was leaking at the needle. No other information was provided. Response received 12 sep 2023: did not involve an urgent/life threatening medical situation. Treatment was not delayed but the patient had to be re-accessed with another needle. No signs, symptoms, and/or complications the patient experienced. The port was being accessed for chemo infusion. No patient harm, injury, or negative outcome that has not already been discussed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of leaking needle housing is confirmed and was determined to be supplier related. One 20 ga x 0.75 in. Miniloc infusion set without y-site was returned for evaluation. A functional test of attempting to pressurize water into the infusion set using a 12 ml syringe after deactivation of the needle safety mechanism revealed the infusion set to leak at the needle/housing interface. A test of attempting to move the needle within the yellow needle housing revealed the needle to rotate somewhat freely within the needle housing. The needle was subsequently carefully removed from its housing with forceps. A microscopic observation using a uv light revealed the miniloc did not have sufficient adhesive coverage along the needle housing where the needle sits. After the needle was removed from its housing, a portion of the needle could be seen missing adhesive. Because the returned miniloc infusion set was found with poor adhesive coverage, the complaint of a leaking infusion set is confirmed. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event.